Event description:
Philips received a complaint on the xl+ device indicating that the paddles aren't detected correctly. There was no reported patient involvement. The manufacturer is unable to repair the faulty defibrillator. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31- december -2013. All options associated with this defibrillator were discontinued as of 31-december-2013. The end of support date for the device is 31-december-2018. The customer was aware of the end-of-life terms and the device remains at the customer site. The troubleshooting was not completed for the device, the reported issue could not be verified, and a cause could not be established. The customer was aware of the end-of-life terms and the device remains at the customer site. No further investigation or action is warranted. The customer was made aware that the device is end-of-life. It has been concluded that no further action is required at this time.